Manufacturer narrative:
The elevated lactate dehydrogenase level and hematuria referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00898. (B)(4). Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with signs and symptoms of dysarthria and right hemiparesis. An initial CT scan was negative for any acute process; however, the next day, symptoms were more prominent and a repeat CT scan was positive for an embolic cerebral vascular accident. The CT scan showed abrupt occlusion of the proximal left m1 segment with reconstitution of the distal left mca branches, predominant flow to the posterior circulation through patent anterior to communicating arteries with no focal aneurysm seen and subtle low attenuation in the inferior left basal ganglia region suggesting ischemic change, age indeterminate. The patient's inr had been subtherapeutic due to noncompliance with the anticoagulation medication regimen. It was reported that the patient has an allergy to aspirin, and had been on plavix since implant. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke, peripheral thromboembolism, and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.